Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and the technician was not able to duplicate the issue but was able to verify it through photo analysis. When the device arrived, the substance was no longer in the battery well. The source of the substance could not be established. The customer's device was archived by stryker. The customer has been provided with a replacement device.

Event description:
The customer contacted stryker to report that their device has a bump in the battery and the battery cannot be inserted properly. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device has a bump in the battery and the battery cannot be inserted properly. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.